Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent an explant surgery due to fibrosis inside the penis. A new ipp was successfully implanted. The field representative reported that this scarring was caused by implant removal and time spent with no product implanted. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent an explant surgery due to fibrosis inside the penis. The field representative reported that this scarring was caused by implant removal and time spent with no product implanted. No further patient complications were reported.